Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulator never worked and they are in pain. Pt said the issue started since they got the ins. Pt mentioned they had tested on feb 5th and the test worked fine, they were able to walk without any assistance. Pt also mentioned they had 2 different tech to do all kinds of adjustments and it didn't work, at first they said it was because of the surgery that they are feeling pain but its been 6 or 5 months now but the patient is still feeling pain and no relief. Pt said the stimulator worked during trial so there's no reason why it shouldn't work. They told the patient maybe they have more back issues and pt said they are suffering from 'degenerative back' for 40 years and nothing happened in 3 weeks to change what happened when they put the stimulator in. Pt said when they got the device they are still in pain and they said it was because of the surgery but after they healed from the surgery they still cant get a relief at all. Agent tried to walk the patient through to increase the intensity and change group but during the call pt said they got to turn down from 1 and a half, its been up as high as 5 but still no relief. Pt said if adjusting the settings will do any good because they have already done that several times with the tech and they didn't got any response from them. Pt also said they tried switching group 3 weeks ago or longer. Agent provided the nas phone number and redirected pt to their hcp to set up an appointment with rep for reprogramming. Additional information was received from the rep. Rep confirmed the stimulator is working and mapping to cover all areas where the patient has pain. The leads are in the exact same location as the trial. The pt is very upset and was yelling at the physician because he wouldn¿t prescribe more pain meds. The patient was reprogrammed again today 10/22. There is no evidence based on lead or battery performance as to why the stim is not helping. The managing physician dr. (B)(6) suggested we try another reprogram and if that doesn¿t work he will refer the pt to a surgeon for further evaluation. Additional information was received from the rep. Rep confirmed issue has been resolved. Information confirmed. Additional information indicated that the patient called back and mentioned previous information in this case. Patient mentioned their implant never worked and they worked with 3 different representatives to adjust their stimulation. Patient mentioned the test worked fine; agent understood this as trial. Patient went to a different hospital to have the implant installed but it had never worked. Patient's stimulation had been off the last 2 weeks and it made no difference for them, the only difference was that there was no tingling. Patient was in pain. Patient was redirected to the hcp. Additional information was received from a patient's representative (pt rep). It was reported that the implant has never worked and has wiggled, made noises, and vibrated. Patient rep stated that the patient has not charged their implant in the past 2 months because of the issue. Patient rep also stated that the patient met several times with manufacturer representative (rep) and the representatives have been trying to be very helpful and have tweaked 5-6-7 different programs but it still does not work. Patient rep noted that the last time they were in the office they said there was nothing more they could do for the patient and they told the patient to go see the number one pain guy in downtown cleveland clinic and the patient did go there but it didn't help. Patient rep mentioned they tried to get an appointment with their healthcare provider (hcp) but their office won't see them anymore. Patient rep confirmed that an x-ray was done and confirmed that everything was in place. Agent sent an email to patient rep with physician listing inf ormation. The patient was redirected to their healthcare provider to further address the issue and agent sent an email to the field for visibility.